Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on the plug strap and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, non-penetrating nick and broken striated on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening due to an unidentified (tear) opening. A striated broken on the plug strap due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a left-side deflation. Device remains implanted.